Manufacturer narrative:
Philips service replaced the monitor (19'' monochrome monitor ER (mml1952-per), vesa adapter) and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the live monitor failed during use; no display observed on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.